Manufacturer narrative:
This model number is not approved for distribution in the united states, however, it is similar to a device marketed in the u.s. The event is being reported due to an alleged or confirmed malfunction. This event occurred outside the u.s. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B) (4) no anomalies found.

Event description:
High impedance was confirmed during ICD check. The high impedance was recorded only once. Lead failure was suspected, however no lead abnormality was found when the ICD lead impedance was measured with a pace/sense analyzer. The ICD was explanted and replaced. No patient complications have been reported as a result of this event.